Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 469 mg/dl at time of incident. Customer stated that they noticed insulin pump had replace battery alert and it died and they put a new battery in it and they reset the time and date and they put in the blood glucose level, which was 110 mg/dl. Customer stated that the insulin pump¿s battery ran out and they was asking for assistance with programming meter and transmitter to insulin pump. The devices will not be returned for analysis.